Event description:
It was reported that the tip of the subject guidewire was detached during procedure. The pieces of the tip of the subject guidewire were removed together with the microcatheter. The physician was unable to advance the subject guidewire either forward or backward (the wire and microcatheter were positioned in the hepatic artery) and ultimately had to withdraw it together with the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3. Device evaluated by mfg: updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the distal 9.5cm section was fractured and separated from the guidewire. There was an accumulation of procedural fluids noted to the location of the fracture. A functional inspection was unable to be performed as the guidewire had been fractured. The reported guidewire distal tip fracture was confirmed during the device analysis. The reported guidewire difficult to remove/withdraw from catheter, guidewire difficult to advance and guidewire friction were not replicated, however the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The physician reported the fact that during the procedure (for the third time) the tip of the guidewire was detached. On the first two occasions, it was used without any issues. The pieces of the tip were removed together with the microcatheter. This wire was replaced by another guidewire. The physician was unable to advance the wire either forward or backward (the wire and microcatheter were positioned in the hepatic artery) and ultimately had to withdraw it together with the microcatheter. Additional information provided by the customer indicated that issue occurred during the procedure, after two successful uses. The guidewire was returned and it was confirmed that the distal end of the guidewire had fractured. It is possible that the guidewire may have sustained damage at some point during this use or during the 2 previous uses causing the guidewire to fracture. Factors such at tortuous anatomy and advancing or retracting the wire against resistance can cause or contribute to guidewire fractures. An assignable cause of procedural factors will be assigned to the reported and analyzed 'guidewire distal tip broken/fractured during use' and to the analyzed 'guidewire difficult to remove/withdraw from catheter', 'guidewire difficult to advance' and 'guidewire friction', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the tip of the subject guidewire was detached during procedure. The pieces of the tip of the subject guidewire were removed together with the microcatheter. The physician was unable to advance the subject guidewire either forward or backward (the wire and microcatheter were positioned in the hepatic artery) and ultimately had to withdraw it together with the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.